Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material # unknown. Batch # unknown. It was reported adverse reaction. Verbatim: drug: chloraprep, reason: n/a. Reaction: skin. Irritation</narrativeincludeclinical></summary></patient></safetyreport></ichicsr>